Event description:
It was reported the proximal portion of the catheter loop was broken. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection revealed the shaft bond became detached. A uniformed band of uv adhesive was present around the entire shaft. No surface damage was noted anywhere else. The catheter was still able to deflect correctly in both directions and the loop does cinch when actuating the lever. The cause for the bond separation remains unk. (B)(4).